Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication was grayed out and medications were unable to dispense, even though the products were available in the cabinet there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.